Manufacturer narrative:
(B)(4). No conclusion code available; final analysis found the reported field event of inappropriate hv therapy was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and an anomalous component on the high voltage circuitry was noted. The damage occurred during the initial therapy delivery as the subsequent therapy charges were aborted. The device was normal at the time of the inappropriate therapy but became damaged due to hv delivery into a low hv lead impedance load.

Event description:
It was reported that the patient presented at the ER after receiving an inappropriate hv shock therapy due to an svt diagnosing as vf episode. An alert was observed for possible hv circuit damage. The device was explanted and replaced.